Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in the (B)(6) reported to biomérieux a misidentification of streptococcus mitis as streptococcus pneumoniae in association with vitek ms instrument (ref. 410895, serial number (B)(4). Customer reported having a misidentification of streptococcus mitis as streptococcus pneumoniae (as 95% confidence) with a patient sample. Customer reprocessed the patient sample on a different maldi-tof instrument, and the result was correct: streptococcus mitis. The erroneous result was not reported and there was no patient adverse effect. Results are summarize below: patient information: female, (B)(6) admitted to hospital with abdominal pain culture source: abdominal drainage organism information: culture age: 16-18hrs culture medium: sheep blood agar-no hemolysis (remel ®) gram staining: gpc (gram positive cocci) test results: first testing (vitek ms, serial number (B)(4): s. Pneumonia (95% confidence) repeat testing (different maldi-tof instrument): s. Mitis expected result: s. Mitis there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in the united states that they obtained a misidentification of streptococcus mitis as streptococcus pneumoniae in association with vitek® ms instrument (ref. (B)(4), serial number (B)(6)). Investigation complaint analysis and device history record: review of the complaints database and device history record did not reveal evidence suggesting this is a systemic quality problem. Fine tuning: status good at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values are quite heterogeneous. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. However, the suspected identification (streptococcus mitis) is present in vitek ms kb v3.2. As no fine tuning was needed during the tests, vitek ms should identify this strain correctly. Customer data analysis reprocessing the customer data with vitek ms kb v3.2, spectra led to a single choice to streptococcus pneumoniae with instrument s/n (B)(6) and a choice to streptococcus mitis / streptococcus oralis with instrument s/n (B)(6) . The analysis of the mzml sample shows that number of all peaks was quite heterogeneous (between 61 and 110). Misidentification was obtained with the lower number of ¿all peaks¿. In addition, the score levels and probabilities were not very high for all spectra. Biomérieux quality control laboratory has analyzed the customer strain and they reproduce the customer¿s misidentification as streptococcus pneumoniae. The strain has been identified as streptococcus infantis by soda sequencing. Customer strain identified as streptococcus infantis is a species out of vitek ms knowledge base 3.2. The following system limitation is indicated in the vitek ms v3.2 knowledge base user manual ref. (B)(4): testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion based on the investigation information above, the cause of the customer's issue was determined to be a known system limitation regarding how the software handles spectra for species not present in the knowledge base library.